Event description:
Resident was in wheelchair, and staff was preparing to put resident back to bed. Lift device was applied to sling under resident. Two staff members were present. One staff member was pulling the lift back from the wheelchair when the legs of the lift started to close. The lift tipped over with the resident in the sling. Resident landed on his right side and sustained a fracture to his right hip. Surgical repair of right hip was done. Upon investigation, the lift and sling were found to be in place. There were no other environmental factors noted that would have caused the incident.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, visual examination. Results of evaluation: end of life - premature. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.